Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device misfired, the handle is open, the jaws are closed and a clip is sticking out. Another device was used to complete the case. There was no consequence to the patient. One device is being returned.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.